Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:30pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user was drowsy, felt sleepy, confused and fainted. Her blood glucose reading at the time of this medical event was 141 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 65 mg/dl. A blood glucose test was also performed with her prodigy meter and the result was 135 mg/dl. The paramedics administered an unknown treatment to assist in stabilizing her blood glucose level. No additional details were provided in relations to this medical event.